Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keeps on losing power even though they changed the batteries. Customer's blood glucose value was 235 mg/dl. The customer was assisted with troubleshoot. Customer was calling back after leaving current battery in insulin pump for 1 hour. Customer received a power loss alarm. The device will be returned for analysis.